Manufacturer narrative:
Sanofi company comment dated 11-sep -2025: this case involves a 54-year-old female patient who had injection site joint swelling while being treated with synvisc one. The causal role cannot be denied, however, lack of information regarding relevant medical history, concurrent conditions, underlying disease, therapy details, event details, pre-existing risk factors, personal and lifestyle history precludes comprehensive case assessment. The case will be reassessed based on follow-up information that will be received.

Event description:
Subsequently, the right knee became excessively swollen, but it was not a serious incident (the patient was not hospitalized, and no cellulitis occurred) [injection site joint swelling] ([off label use in unapproved indication]). Case narrative: initial information received on 27-aug-2025 regarding an unsolicited valid non-serious case received from a physician; upon information received on 11-sep-2025 case was upgraded to serious. This case is linked with (B)(4) (case for another patient). This case involves a 54-year-old female patient who subsequently experienced that the right knee became excessively swollen, but it was not a serious incident (the patient was not hospitalized, and no cellulitis occurred) with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. On the unknown date on (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) in the knee at a dose of 6ml once via route intra-articular for grade 4 chondromalacia (latency: same day) (off label use). On the same day, patient had lidocaine applied to the area, followed by synvisc one, and subsequently, the right knee became excessively swollen, but it was not a serious incident (the patient was not hospitalized, and no cellulitis occurred) (injection site joint swelling). The patient was referred to the rheumatology department and prescribed painkillers and corticosteroids. She eventually recovered, but the exact date was not provided. The physician cannot provide the batch, expiration date, or other details because the case occurred last year. Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable. Corrective treatment: corticosteroids and anlgesics for injection site joint swelling. At time of reporting, the outcome was recovered/resolved. Seriousness criteria: intervention required for injection site joint swelling. Additional information was received on 11-sep-2025 from the physician. Additional event of off label use was added as symptom to injection site joint swelling. Case upgraded to serious from non-serious with the addition of the seriousness criteria of intervention required for injection site joint swelling. Event of cellulitis was deleted. Start date of suspect updated. Indication added. Clinical course updated and text amended accordingly.

Event description:
Subsequently, the right knee became excessively swollen, but it was not a serious incident (the patient was not hospitalized, and no cellulitis occurred) [injection site joint swelling] ([off label use in unapproved indication]) case narrative: initial information received on 27-aug-2025 regarding an unsolicited valid non-serious case received from a physician; upon information received on 11-sep-2025 case was upgraded to serious. This case is linked with (B)(4) (case for another patient). This case involves a 54-year-old female patient who subsequently experienced that the right knee became excessively swollen, but it was not a serious incident (the patient was not hospitalized, and no cellulitis occurred) with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. On the unknown date of (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) in the knee at a dose of 6ml once via route intra-articular for grade 4 chondromalacia (latency: same day) (off label use). On the same day, patient had lidocaine applied to the area, followed by synvisc one, and subsequently, the right knee became excessively swollen, but it was not a serious incident (the patient was not hospitalized, and no cellulitis occurred) (injection site joint swelling). The patient was referred to the rheumatology department and prescribed painkillers and corticosteroids. She eventually recovered, but the exact date was not provided. The physician cannot provide the batch, expiration date, or other details because the case occurred last year. Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable. Corrective treatment: corticosteroids and anlgesics for injection site joint swelling at time of reporting, the outcome was recovered/resolved. Seriousness criteria: intervention (medication) required for injection site joint swelling a product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, it is inferred that there is no confirmed complaint reported. As the batch number is unknown, lot history review and assessment is not possible. Complaint sample is not available. Hence assessment is not applicable. The product lot number was not provided, making batch record review and assessment impossible. All finished batch records must be reviewed for specification conformance before release. Any out-of-specification results are addressed through the nonconforming material or product process. Adverse events will be monitored by the mah (marketing authorisation holder), with periodic trend analysis. If a CAPA (corrective action and preventive action) was required, "complaint handling" will be followed. Based on investigation outcome and no qee (abbreviation not known) was opened. No qdn (abbreviation not known) was opened. As there was no batch number available. The investigation urgency is conformed as standard. As the batch number was not available for subject complaint, no assessment is possible. Hence investigation conclusion on 25-sep-2025 was selected as no assessment possible with cause code as undetermined cause. Additional information was received on 11-sep-2025 from the physician. Additional event of off label use was added as symptom to injection site joint swelling. Case upgraded to serious from non-serious with the addition of the seriousness criteria of intervention required for injection site joint swelling. Event of cellulitis was deleted. Start date of suspect updated. Indication added. Clinical course updated and text amended accordingly. Additional information was received on 25-sep-2025 from quality department. Global ptc number and ptc results added. Text amended accordingly.